Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted but not used due to high thresholds upon placement. An alternative left ventricular (lv) lead was attempted and again not used due to high thresholds. The physician suspected the high thresholds were due to excessive amounts of fatty tissue on the left ventricle. An alternative, bipolar epicardial pacing lead was placed on the right ventricle instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.